Event description:
Complainant alleged that the medics responded to call for a pt who was suffering from chest pains. The pt was given nitroglycerine tablets while the medics were en-route to the scene. Upon the medics' arrival, the pt was in a full cardiac arrest condition. Electrodes were applied to the pt, and the pt's heart rhythm was monitored. The medics determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics then attempted to defibrillate the pt, but when they depressed the charge button on the device, the unit did not charge and the screen displayed a "bridge test failed" message. The medic continued to depress the charge button, but the screen continued to display the same error message. After about the tenth attempt to shock the pt, the device charged and the pt was defibrillated at 120 joules. The pt was shocked again at 120 joules and was then transported to hosp. The pt subsequently expired.